Event description:
Reportable based on device analysis completed on 28may2024. It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and non-calcific venous artery. A 16-2/5.8/75 xxl esophageal balloon dilator was selected for treatment. The device was prepped as usual and was inserted into the body. During the procedure, the operator pulled negative on the balloon and the indiflator was filled with blood. There was no attempt to inflate the device. The device was removed and replaced with a non-boston scientific device to complete the procedure. There were no patient complications reported. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: device returned for analysis and underwent a visual and tactile examination. The balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. A visual examination identified a balloon pinhole located approximately 2mm distal of the proximal balloon sleeve. The rated burst pressure for this device is 5 atmospheres as per specification. There were no damages or kinks noted on the shaft and tip of the device.